Event description:
Patient sample collected in edta anticoagulant, was tested for abo and d on the abs2000 instrument. The sample, a group a+, typed as o+. This event represents a believable, but incorrect abo type. A falsely negative result was obtained in cell (forward) tests with anti-a and a falsely positive result was obtained in serum (reverse) tests with a1 cells. The error was detected because instrument results did not match the patient's historical type of record.